Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided instructions for pump reset, and advised calling back if any malfunction code recurs. The customer acknowledged these instructions and was able to continue using the pump.